Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: it was reported that the device had pull off - suture needle. Six unopened samples of product code j497, lot mjk059 were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle came off the suture. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported. No additional information was provided.